Event description:
Information received by medtronic indicated that the inpen insulin would drip out of the needle. Customer stated that inpen was broken and not working. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: pink. Battery life remaining: <7 months. Per visual inspection: injection foot is missing. No physical damage to cap or cartridge holder was noted. Customers report: cant turn dose dial, it gets stuck at 4 units. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: tried dosing 4.0u, 4 times in a row by slowly holding knob and button together. App recorded 2.0 u, 2.5 u and 2.0 u and 3.0 u. The screw was not bent. The leadscrew advances properly when dosing. Inpen received 1/2 of travel. Inpen was re-wound and resistance was observed when rewinding inpen. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection evidence was found that the encoder pattern wheel tabs rotating and intermittent traveling off the keyed slots of dose nut guides. Also excessive plastic shavings contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: inpen was received with injection foot missing. Contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. It was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer complaint of dose log inaccuracy is confirmed from destructive analysis by an encoder base bond failure and contamination. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.